Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated he was doing very well since implanted and in the last 3 weeks he has not touched any settings. Yesterday patient was in the airport and went to the bathroom. In the bathroom he felt he had to urinate urgently. It was reported that before he even got ready to go, his whole bladder emptied out. Patient was concerned about this accident. Patient increased his stim from 1.3 v to 1.5 v. Patient was on program 4. Patient stated he seems to be doing okay but not good as he had been and it was more because it was in his mind whether he was going to have another accident. The change in therapy/symptoms was noted as sudden. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.